Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated her tampon applicator separated while administering a homeopathic medication. Consumer indicated she had a urinary tract infection for the past five years that was antibiotic resistant. Consumer used one tampon per night to administer medicine. After tampon removal she experienced a strong burning sensation. She inserted another tampon and indicated part of the plastic applicator was still inserted. She went to the emergency room for removal and stated an intern inserted a large speculum which pushed the applicator further into the cervix. The consumer experienced pain and visited another hospital. She was diagnosed with a tear in her cervix. She took effiac, a natural herbal medicine, on (B)(6) 2011 because she was not feeling well. On (B)(6) 2011, she visited her gynecologist who indicated the cervix tear was healed, but that she still has an infection. The gynecologist could not confirm the infection type, but advised her to continue the herbal medicine, effiac.